Event description:
Reportedly a valve of unknown model and size was explanted, due to the valve¿s ¿pericardial leaflets torn from the post. Stitch marks the non-right post.¿ no additional information is available at this time. 09/16/09 e-mail from sales representative indicates implant was in 2001. Additional comments by the explanting surgeon, "patient was treated for ie with abx, but then presented with dyspnea from severe ai." Implant duration was 102 months..

Event description:
It was reported that the patient presented to the clinic with an eri alert. The device has been implanted for 7 months. A longevity calculation indicated early battery depletion. The device was explanted.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however, device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: all three leaflets are cut off. Some tissue remains intact along the attachment site, it measures to approximately 2-3mm in width. Swollen characteristics are detected in remaining tissue at commissure 1, which is marked by a black stitch. The tissue appears to be detached at the described region. Minimal to moderate host tissue is detected at the stent inflow. Not able to evaluate the valve due to the current condition in which it was received. X-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.